Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and deformed. Dimensional inspection found the lens to be within specification. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -10.0 diopter, implantable collamer lens was implanted and removed intraoperatively on (B)(6) 2023 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4)